Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported by the legal department, the patient underwent placement of the trapease vena cava filter on or about (B)(6) 2006. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of your lower leg (calf), and can spread up to the veins in your thigh. Dvt can also first develop in the deep veins in your thigh and, more rarely, in other deep veins, such as the ones in your arm. Deep vein thrombosis is the result of three principal factors: reduced or stagnant blood flow in deep veins (venous stasis). Injury to the blood vessel wall. An increase in the activity of those substances in the blood that are part of the normal clotting mechanism, a condition called hypercoagulability (which means a more active clotting state). Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt. Inferior vena cava filters are used to prevent sequelae, especially pe, in patients with contraindications to, complications of, or failure of anticoagulation therapy and patients with extensive free-floating thrombi or residual thrombi following massive pe. Placement of a vena cava filter reduces, but does not eliminate the risk of symptomatic pe in patients with proximal dvt in the short-term and does not prevent small pe. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter on or about (B)(6) 2006. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of deep vein thrombosis (dvt) of the left lower extremities and had been on coumadin. The patient was reported to have stopped taking the medication four days on her own volition prior to presenting to the hospital with shortness of breath (sob) and a hemoglobin level of 6. The patient¿s pre-operative diagnosis also included contraindication to anticoagulation, anemia and uterine fibroids. During the index procedure, the maximal transverse diameter of the infrarenal vena cava was approximately 24-25mm and there was no thrombus identified. The filter was deployed at the l3 vertebral body without any reported complications. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer significant medical expenses, pain and suffering, and other damages. Per the patient profile from (ppf), ten years and eleven months post implantation the patient had blood clots in the left leg, clotting and occlusion of the inferior vena cava and was told that the filter was unable to be retrieved. There have been no attempts made to remove the filter. The patient also reports to be suffering from depression and anxiety. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with r0905808 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and depression do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that ten years and eleven months post implantation the patient had blood clots in the left leg, clotting and occlusion of the inferior vena cava and was told that the filter was unable to be retrieved. There have been no attempts made to remove the filter. The patient also reports to be suffering from depression and anxiety. According to the medical records, the patient had a history of deep vein thrombosis (dvt) of the left lower extremities and had been on coumadin. The patient was reported to have stopped taking the medication four days on her own volition prior to presenting to the hospital with shortness of breath (sob) and a hemoglobin level of 6. The patient¿s pre-operative diagnosis also included contraindication to anticoagulation, anemia and uterine fibroids. During the index procedure, the maximal transverse diameter of the infrarenal vena cava was approximately 24-25mm and there was no thrombus identified. The filter was deployed at the l3 vertebral body without any reported complications. The device¿s expiration date is september 2008. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. Per the medical records, history includes deep vein thrombosis (dvt) of the left lower extremities while on coumadin. The indication for filter was anemia (hemoglobin = 6), uterine fibroid and self-discontinuation of coumadin. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The filter subsequently malfunctioned including fracture, tilt, ivc perforation and occlusion, and the device is embedded. Per the patient profile from (ppf), the patient reports blood clots in the left leg, clotting and occlusion of the ivc, device is embedded, as well as depression and anxiety. The patient also reports veins have bilateral insufficiency, weakness in legs, swelling and pain in the legs. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and depression do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer significant medical expenses, pain and suffering, and other damages. According to the medical records, the patient had a history of deep vein thrombosis (dvt) of the left lower extremities and had been on coumadin. The patient was reported to have stopped taking the medication four days on her own volition prior to presenting to the hospital with shortness of breath (sob) and a hemoglobin level of 6. The patient¿s pre-operative diagnosis also included contraindication to anticoagulation, anemia and uterine fibroids. During the index procedure, the maximal transverse diameter of the infrarenal vena cava was approximately 24-25mm and there was no thrombus identified. The filter was deployed at the l3 vertebral body without any reported complications. Additional information received per the patient profile from (ppf) indicates that ten years and eleven months post implantation, the patient experienced blood clots in the left leg, clotting and occlusion of the inferior vena cava and was told that the filter was unable to be retrieved. There have been no attempts made to remove the filter. The patient also reports to be suffering from depression and anxiety. Information received per an amended patient profile form (ppf) states that in addition to the previously reported events the patient also experienced filter fracture within the inferior vena cava (ivc), ivc perforation, filter tilt, "veins bilateral insufficiency," weakness in legs, swelling in left leg and pins/needle/burning sensation in legs.